Event description:
It was reported that the device was explanted after an implant duration of approximately 19.3 months. On 03/22/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis. No other details were provided.

Manufacturer narrative:
(B) (4). Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), a response was received on 03/22/2010. The operative report was also requested; however, was told that it is not available due to hipaa regulations. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.